Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain in my belly') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cholecystitis. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), malaise ("sick") and vomiting ("vomitting"), was found to have a pregnancy with contraceptive device ("I have two baby after my essure") and was found to have blood iron decreased ("my iron was low"). The patient was treated with surgery (hysteroscopy, laparoscopy, bilateral salpingectomy). Essure was removed on (B)(6)2020. At the time of the report, the abdominal pain, pregnancy with contraceptive device, malaise, blood iron decreased and vomiting outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, blood iron decreased, malaise, pregnancy with contraceptive device and vomiting to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media pregnant with essure micro-insert , device ineffective, sick iron was low, vomit and pain in my belly. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cholecystitis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("pain in my belly"), malaise ("sick"), vomiting ("vomiting"), genital haemorrhage ("heavy bleeding"), pelvic pain ("pelvic pain") and alopecia ("hair loss"), was found to have a pregnancy with contraceptive device ("I have two baby after my essure") and was found to have blood iron decreased ("my iron was low"). The patient was treated with surgery (hysteroscopy, laparoscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, abdominal pain, pregnancy with contraceptive device, malaise, blood iron decreased, vomiting, genital haemorrhage, pelvic pain and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, blood iron decreased, device dislocation, genital haemorrhage, malaise, pelvic pain, pregnancy with contraceptive device and vomiting to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media -pregnant with essure micro-insert , device ineffective, sick iron was low, vomit and pain in my belly. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received: events: heavy bleeding, migration, pelvic pain, hair loss and reporter information were added. Patient demographic, insertion date were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain in my belly') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cholecystitis. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), malaise ("sick") and vomiting ("vomiting"), was found to have a pregnancy with contraceptive device ("I have two baby after my essure") and was found to have blood iron decreased ("my iron was low"). The patient was treated with surgery (hysteroscopy, laparoscopy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, pregnancy with contraceptive device, malaise, blood iron decreased and vomiting outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, blood iron decreased, malaise, pregnancy with contraceptive device and vomiting to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media -pregnant with essure micro-insert , device ineffective, sick iron was low, vomit and pain in my belly. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: medical records received. Case is upgraded to serious incident. Event abdominal pain upgraded to serious event. Reporter information, medical history were added. Date of removal were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.